Event description:
Pt has been experiencing erratic blood glucose levels. Pt was admitted to hosp 04/04- for one days due to suspect low/dropping blood glucose (pt was given one unit of blood during hospital stay). On a different occasion five days later), the pt experienced high blood glucose (in the 500's [mg/dl]), then a low blood glucose level that resulted in pt losing consciousness. Pt was taken by ambulance to the hosp where their body temperature was determined to be 93 degrees. Treatment received at hosp during second event was not specified. Pt was still in hosp at time of report.